Event description:
A pt specific implant was found in the sterilization room. Investigation found the implant had been removed due to pt infection. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.